Event description:
The customer reported that the unit of measurement setting of their freestyle flash meter changed after replacing the battery. The meter has likely exhibited the memory overwrite issue causing the units to change to mg/dl. There was no report of death, serious injury or mistreatment. The customer's meter was replaced with a new locked freestyle mini meter. The customer's meter has been requested for investigation.

Manufacturer narrative:
The customer's meter has been requested for investigation. A follow up report will be submitted if the meter is received. Customers and retailers have been informed through the adc fa16may2006 letter.